Manufacturer narrative:
The lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part # g8699060 and lot # 0151737w; part # 4200822int, lot h13b2790; part # 5530230, lot 0243051w; part # 55790016545, lot 0247138w; part # 55790017550, lot 0244609w; part # 8670001, lot sw12j281. (B)(4): manufacture date for lot 0151737w is 03-30-11; manufacture date for lot h13b2790 is 03/27/13; manufacture date for lot 0243051w is 12/12/12; manufacture date for lot 0247138w is 01/04/13; manufacture date for lot 0244609w is 12/12/12; manufacture date for lot sw12j281 is 02/12/13. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a spinal surgical procedure to treat lumbar canal stenosis. It was reported that the patient underwent a revision surgery due to post-operative infection. No additional info was reported.